Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose level read high (>22.2 mmol/l, >400 mg/dl) while wearing the pod longer than 2 days. When the pod was placed, everything appeared to activate correctly. The patient had hyperglycemia all night postprandial, even with multiple bolus attempts being delivered and the patient vomited multiple times during the night. The next morning the patient's bgs read high with ketones at 5g. The parents try to call the on-call doctor for medical advice. The pump is switched back to manual mode between 2 - the father restarted it in automated mode. Corrective pen bolus as per protocol were given pending medical advice, but no change of pod for the moment. Went to emergency around 11 a.m. At diabetologist's request. At the hospital, the patient was treated with intravenous hyperhydration + IV insulin and change of pod on monday morning, (B)(6). The patient was discharged on monday evening, (B)(6). On discharge, normoglycemia and ketones were negative. On removal of pod at hospital, the cannula appeared bent.